Event description:
The customer stated that he was hospitalized, due to hyperglycemia. The customer also reported that the insulin pump alarmed weak battery and battery out limit. The customer declined to perform troubleshooting because he said the hyperglycemia was explained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.